Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Event description:
Patient was revised due to unstable left knee.

Manufacturer narrative:
An event regarding instability involving a tri cemented stem 12mm x 50mm was reported. The event was not confirmed. Method & results: -device evaluation and results: the tri cemented stem 12mm x 50mm showed a little wear there are scratches in various areas. The threads look to be intact. -medical records received and evaluation: not performed as medical records were not provided. -device history review: review of the device history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: based on the device identification the complaint databases were reviewed for similar reported events regarding instability. There have been no other events for the lot referenced. Conclusions: the exact cause of the event could not be determined because there doesn¿t appear to be damage to the stem which would cause instability. No further investigation for this event is possible at this time as no devices and / or insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
Patient was revised due to unstable left knee.